Manufacturer narrative:
Additional information: breakdown of 1 events is as follows: cosmetic issues, delivery issue 1 serial number of the suspect product: (B)(4). Zero investigations have been completed and 1 investigation is pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.